Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 12/4/2020. Device evaluation summary: according to the information provided, it was reported a cannula broken. Upon visual evaluation of the image provided in the complaint, the cannula was observed broken at the tip near the handle. As the product involved in this complaint was not received, the device couldn´t be properly analyzed according to our procedures. Also on 12/9/2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4). G1 legal manufacturer address information was updated.

Manufacturer narrative:
Of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: broken cannula tip. (B)(4).

Event description:
It was reported that a 5mm 32cm keel cobrii experienced a broken cannula tip intra operatively. No patient consequence or procedural delays were reported.